Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device alarmed unexpected restart after battery change and resets time/date to factory default due to c13 voltage leak at interface board. However, unit was downloaded to carelink pro properly and all bolus delivered were found at the carelink report.

Event description:
The customer reported via phone call that the insulin pump resets to the original settings every time when they changes the batteries. The customer¿s blood glucose level was unknown. Customer stated that the tester information did not transfer insulin pump. The insulin pump will not be returned for analysis.